Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 for a high blood glucose of 750 mg/dl. The patient was wearing the insulin pump at the time of hospitalization. The customer was treated through insulin ivs. The customer also changed her site and administered a manual insulin injection. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.